Event description:
The patient's attorney contacted stryker with the following product liability claim: "on (B)(6) 2022, dr. (B)(6) from (B)(6), inserted a ¿cartiva implant¿ with a diameter of 10 mm, (B)(4) from stryker into our client's left big toe as part of a hallux rigidus surgery. The surgery was performed at the (B)(6). As a result, the patient experienced severe movement impairments and pain, so that a revision operation had to be performed on (B)(6) 2022. The cartiva implant was removed, and a stiffening was performed. The revision surgery and the bone defect that occurred, including the pain and impaired mobility, can be attributed to a product defect in the cartiva implant. To this day, our client suffers massively from the impairments and subsequent complaints. In the meantime, the patient has had to undergo a third operation. A fourth operation is planned. It is currently not possible to predict how our client's health will develop. The permanent pain and movement restrictions are also causing our client considerable psychological strain."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient's attorney contacted stryker with the following product liability claim: "on (B)(6) 2022, dr. (B)(6) from orthopädie bavaria, rosenstrasse 7 in 80331 munich, germany, inserted a ¿cartiva implant¿ with a diameter of 10 mm, car-10, gtin 00852897002182 from stryker into our client's left big toe as part of a hallux rigidus surgery. The surgery was performed at the paracelsus clinic munich. As a result, the patient experienced severe movement impairments and pain, so that a revision operation had to be performed on (B)(6) 2022. The cartiva implant was removed, and a stiffening was performed. The revision surgery and the bone defect that occurred, including the pain and impaired mobility, can be attributed to a product defect in the cartiva implant. To this day, our client suffers massively from the impairments and subsequent complaints. In the meantime, the patient has had to undergo a third operation. A fourth operation is planned. It is currently not possible to predict how our client's health will develop. The permanent pain and movement restrictions are also causing our client considerable psychological strain."

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.